Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing faclity is conducting a reveiw of the device history record (DHR) and supporting quality records.

Event description:
Consumer reported that the tampon pledget falling apart and unravels during removal. Discovered tampon pieces left inside her, all removed by herself.